Manufacturer narrative:
The lot was manufactured from june 09, 2021 to june 16, 2021. H10: ten (10) actual samples were received for evaluation. A visual inspection with the naked eye noted hairline crack at the mouth of each sample with iodine surrounding the area of the crack. The samples were underwater pressure tested with bubbles observed. The crack had propagated through the wall of the caps. The reported condition was verified. The cause of the cracks could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) minicaps were cracked which resulted in iodine leakage. This occurred during use of peritoneal dialysis therapy. The patient further reported that "4-5 of their minicaps had hairline cracks towards the open end that would leak iodine during use". There was no patient injury or medical intervention associated with this event. No additional information is available.